Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a micro clave clear neutral connector where it was reported that the medical action industries received a complaint regarding micro clave valve caps were cracking and leaking at unacceptable rates, with approximately 10 units affected. The issue was identified during patient care while performing cap changes on a central line under sterile conditions. Patient involvement was reported, including medication and blood leakage, and at least one patient developed a bloodstream infection. Medical actions taken included cap replacement, antibiotic treatment, and increased patient monitoring. There was patient involvement no harm.